Manufacturer narrative:
Evaluation summary: failure mode: the customer reported that the pump did not deliver the entire reservoir contents during 7 days infusion regimen. Analysis: based on an evaluation of the product by co service, the malfunction appears to be caused by a clamp-bar hinge that was damaged during use, creating an out of adjustment condition. The clamp-bar hinge was replaced, the pump passed all service testing, confirming the cause. Cause of failure: the apparent cause of the failure is damage to the pump's clamp-bar hinge.

Event description:
Manufacturer has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump did not deliver the entire reservoir contents during 7 days infusion regimen. There was no injury associated with this event.